Manufacturer narrative:
Awaiting prod return to coduct quality investigation.

Event description:
Consumer called to report issue with her plink meter. Comparing against another meter. Analysis run on clark error grid using competitive readings (241) vs. Bd readings of (158) yielded data points in the d zone of the grid, outside of acceptable limits.